Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the product keeps coming off the trocars and causes at least 1 minute delays for the surgeon to re-insufflate the pt. It was further reported that the product is pretty stiff and the luer lock works itself off after a while.